Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP device. The spouse of a patient reported the patient has passed. The reporter stated the patient never received a return label and did not receive a replacement. Veterans affairs would not take the device, therefore the reporter stated the device was "thrown out". The patient's cause of death was not reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.